Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00710 and 1627487-2024-00711. It was reported that the patient's anchors have pulled lose and the lead migrated. The patient coughed very hard and the physician thinks this attributed to the anchor issue. Surgical intervention took place where the lead and anchors were explanted and replaced to address the issue. The ipg was electively replaced effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.